Manufacturer narrative:
Product ID 3889-28, lot # va006vr, implanted: (B)(4) 2012, product type lead. (B)(4).

Event description:
It was reported that the patient had an infection and received antibiotics on (B)(6). It was noted that perioperative antibiotics had been administered. The patient experienced redness, swelling and pain at the pocket site. No culture was taken, but it was noted that the patient did not have meningitis. The patient was treated with oral antibiotics and the infection resolved. It was later reported that the patient experienced an increase in pain around the pocket. It was also noted that the patient's overactive urinating had decreased from once on the half hour to once on the hour.